Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation and bruising from garments being too tight. A field service representative provided a larger size garment. Patient reported a yeast infection under both breasts which existed before she was fit with the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed nystatin and fluconazole pill. Follow up indicated that irritation has improved.